Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. It was reported that an o-ring was on the pneumatic tap. Additionally, it was reported that a cartridge alarm (alarm 05) occurred during load sequence. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose level was 108 mg/dl. Reportedly, the customer was able to remove the o-ring from the pump and replaced the cartridge and continued insulin therapy.